Event description:
The urinary drainage bag has been vapor locking, causing the urine to back up into the tube instead of draining into the bag. This malfunction created a potential for increased urinary tract infection as well as discomfort for the pt.